Event description:
It was reported that while in the cath lab the md inserted the sheath introducer with the sideport. As the md was inserting the intra-aortic balloon (iab) through the sheath, it became stuck at the tip of the sheath. As a result, the md removed the iab and sheath. After this event another kit was obtained and used with success.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.